Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The instrument was returned with the guidewire used in the intervention. The guidewire is stuck in the guidewire lumen of the instrument and cannot be removed. The distal end of the guidewire is located about 60 mm distal to the proximal x-ray marker of the instrument. Microscopic inspection revealed a severe damage of the guidewire over a length of about 5 mm. In the damaged zone the coil of the guidewire has unwound which caused a blockage of the guidewire in the guidewire lumen of the instrument. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The root cause for the complaint event is most likely related to the damaged guidewire.

Event description:
A passeo-18 balloon catheter was chosen for treatment of a mildly calcified lesion (80 percent stenosis degree) in a moderately tortuous posterior tibial artery. After inflation the balloon could not be removed. The balloon was stuck with the wire and the wire could not be remove from the balloon. Thus, the whole system (balloon with wire) were removed together from the sheath.